Event description:
It was reported that, during treatment, all the lights of two pico devices light up and as per manual - this indicates that the units are defective. The treatment was completed without delay using a smith & nephew back-up device. No other complications were reported.

Manufacturer narrative:
The device, intended to be used in treatment, has been returned and evaluated, establishing a relationship between the device and the reported event. Visual inspection found no visual issues. Functional evaluation was performed. When fresh batteries were inserted into the device, all indicator lamps were solidly illuminated and the device did not function. Device performance data showed that the devices failed due to a sudden pressure drop indicating that the device was probably disconnected from the dressing or external pressure conditions caused the devices to enter non-recoverable error states, with the root cause identified as a component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. The loss of negative pressure wound therapy due to an inoperative or 'stopped' pump will not directly cause or contribute to serious injury or death as the pico dressing can revert to managing the wound as a standard multilayer dressing. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803.